Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a blister that is popped and running. There was no alleged device malfunction. The patient self medicated with a band-aid that did not improve the blister. The patient's physician suggested to use gauze instead. The patient reported the blister as improving.